Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger not properly charging batteries) has been confirmed. Upon receipt, the charger would not power on. The cause of the inability to power on is a defective power brick connector. Upon receipt the pins were not seated into the connector. The root cause for the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.

Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report that the pt's charger will not power on. The pt was issued a replacement charger will not power on. The pt was issued a replacement charger.